Event description:
Autopsy findings of pulmonary emboli with calcific debris in arterioles assoicated with hemorrhage and clinical pah. Question of whether material came from a medical device. Death occurred 5 days after surgical repair of total anomalous venous return combined with tetralogy of fallot.